Manufacturer narrative:
Exact date unknown, event occurred three months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 16546388.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended and the spinal cord stimulation (scs) lead was also replaced due to an unknown reason. The patient underwent ipg and lead replacement procedure. No device malfunction suspected.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended and the spinal cord stimulation (scs) lead was also replaced due to an unknown reason. The patient underwent ipg and lead replacement procedure. No device malfunction suspected. Additional information was received that the lead was explanted as well as it came out during ipg revision. All explanted devices were not released by the facility and will not be returned.